Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, lot# unknown, product type: unknown.

Event description:
A consumer implanted for radicular pain syndrome (radiculopathies) reported they were sitting in their ¿deer blind¿ on (B)(6) 2016 when the implant site started getting really hot, it felt like a stinging type burn almost like a needle type sharp pain, and it was really red around the implant site, but there weren¿t any blisters. It was confirmed the consumer wasn¿t charging when this happened, there were no fractures or anything around the implant, nothing had moved, and it was 17 degrees outside. By the time the consumer got home the burning/stinging sensation went away but the redness around the implant site stayed. The consumer then tried communicating with the recharger and patient programmer (pp) but neither of them were able to communicate. By (B)(6) the redness was gone but they were still unable to communicate with the implant and the implant was dead, but when they tried to charge the implant it wasn¿t recognizing their implant. The consumer further reported the clip on the recharger belt broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.